Manufacturer narrative:
Country of event is italy. Continuation of d10: product ID neu_unknown_cath lot# unknown serial# implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown refer also to MFR report number 2182207-2023-02603 and MFR report number 2182207-2023-02604 for prior events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member, foreign, other) regarding a patient who was receiving baclofen of an unknown concentration at a dose rate of 850 mcg/day via an implantable pump. It was reported that in the months preceding each surgery the baclofen had lost its effectiveness despite repeated flow increases. It was indicated that they suspected that the baclofen leaving the pump was not arriving at the catheter tip. The mild if any effect of abstinence would seem to confirm this suspicion. The date of the event was unknown/not specified. A replacement procedure was to occur for the third time. A pump and catheter replacement procedure were to occur in approximately a month. Refer also to MFR report number 2182207-2023-02603 and MFR report number 2182207-2023-02604 for prior events.

Event description:
Additional information was received from a family member of the patient (foreign) via a company representative on 2023-dec-14. It was reported that the patient diagnosis included tetraparesis because of dystonic cerebral palsy. The patient¿s medical history included trials of intrathecal baclofen (itb) and recommendation of itb implant in june of 1997. It was noted that in all the years from 2002 until now there had never been a pump failure, and at each pump refill the calculated and aspirated residual volumes matched. After a positive response to a 100 mcg test bolus dose of baclofen by lumbar puncture on (B)(6) 2023, the pump and catheter were replaced the evening of (B)(6) 2023. The initial pump dose was 100 mcg/day simple continuous. The implanted pump was of model 8637-20 with serial number (B)(6). The implanted catheter was of model 8781; pump segment was 15 cm and spinal segment was 66 cm. It was described that even at a very low starting dose, the change in the patient¿s condition was stupendous. The patient continued to have a reduction of both upper body dystonia and lower limb spasticity. It was reported that post surgery recovery and physiotherapy occurred (B)(6) 2023, and they had gradually increased the baclofen dose. It was further reported there was a major continued reduction of dystonic movement and spasticity. The present dose was 600 mcg/day. It was noted that the status of the explanted pump and catheter was unknown as the physician did not indicate what they had done with them. It was further indicated that the physician involved in the catheter replacement had not expressed an interest in examining the explanted catheter for small leaks and were content to see that a new catheter had restored intrathecal baclofen effectiveness. The patient¿s present weight was 34 kg.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.